Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery cap contact. The device also received with failed batt test alarm due to corroded battery tube. The device was received with cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker.

Event description:
Customer reported on (B)(6) 2014, he was having issue with the insulin pump. Customer's blood glucose was 145 mg/dl. Customer reported the battery usage varied. Customer reported the battery compartment was corroded. Customer was advised to revert to back up plan. No further information reported.